Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain and swelling. The recipient was prescribed penicillin. The recipient ceased device use. The recipient's issues are resolving.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling has resolved. The recipient's pain is not believed to be device related and is being managed by a dentist. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.